Event description:
It was reported that the staff discharged a male pt from the network via innovian and admitted a female pt to the same bed and m300 transmitter a short time later. The staff noticed that the pt name on the bed was now indicating the name of a pt recently discharged from the room, instead of the new pt that had been admitted. The staff forced a discharge of the male pt and re-admitted the female pt. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.